Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that the gaps in the front of her mouth will not close. The patient stated that they used step 15, and it didn't close the gaps and now their step 15 aligner is broken, and they are worried that their teeth are shifting back.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.